Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient underwent a surgical procedure to access the sleeper implant and to complete a soft-tissue reduction on (B)(6), 2011.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.